Manufacturer narrative:
(B)(6). Date of report: 06 aug 2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the data acquisition (da) pcba and gas delivery system (gds) to resolve the reported issue. Unit was tested and returned to service. The data acquisition pcba and gds were returned for failure investigation (fi) and no failures were duplicated on the returned parts; therefore, no root cause could be determined for this report. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of proximal pressure sensor autozero failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.